Manufacturer narrative:
(B)(4).

Event description:
It was reported cross-talk occurred while ventricular safety standby was in bipolar configuration. The issue was resolved by reprogramming. The patient condition is stable.